Event description:
Consumer stated they "purchased the mouth guard yesterday and followed the instructions unfortunately mine broke." No indication of what part or how the guard broke. Consumer didn't respond after attempts to contact.